Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, x-ray imaging revealed the presence of externalized conductors on the right ventricular (rv) lead. The rv lead was explanted and replaced in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.